Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 38 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. Customer also had alarm for no delivery and failed battery test. Customer mentioned that no delivery was not resolve but failed battery issue was resolved. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored and no failed battery alarm and no excessive no delivery alarm noted.